Event description:
A male pt underwent aaa repair in 2005. The pt received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. In 2009, the pt had need of a secondary procedure due to the neck continuing to dilate. The pt was discovered to have a slight type I endoleak posterior. The leak was resolved with a zenith renu graft and a zenith iliac leg. The current status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from the occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. No definitive root cause can be reported at this time. The device was implanted in 2005. In this time span the pt's anatomy may have changed that resulted in proximal neck dilation and a subsequent endoleak. We will continue to monitor for similar incidents.